Manufacturer narrative:
Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected battery power loss noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that middle button was not responding. Blood glucose was unknown. Customer also reported that insulin pump did receive a low battery alert prior to the replace battery alert or replace battery now alarm. This is not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Troubleshooting was performed and customer was unable to clear the alarm and keypad was unresponsive. The insulin pump will not be returned for analysis.